Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2020, a 10mm amplatzer septal occluder (asd) was selected for implant. When the device was deployed, it assumed a cobra head deformation. The device was removed and an 11mm asd device was implanted to close the defect. The patient did not suffer any adverse health consequences.